Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated they developed a rash the size of the sensor patch, which occurred the day the sensor had been inserted. He saw a healthcare professional on (B)(6) 2020, who prescribed cortisone cream 0.1%. At the time of the report the patient was in good condition but still had the skin reaction. No additional patient or event information is available.